Manufacturer narrative:
(B)(4). Insulin pump passed the self test, active current measurement and displacement test. However, pump received with a high sleep current measurement, problem isolated to the electrical board. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that insulin pump had replace battery alarm. Customer reported that low battery alarm did occur prior to replace battery alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.